Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the pacemaker had failed to be interrogated, due to no inductive telemetry. The pacemaker was explanted and replaced on 5 feb 2024. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of inability to interrogate was confirmed. The device was received with no telemetry communication and no output. The device was cut open to enable further testing and the battery was found below end-of-service levels. Extra power consumption was observed during analysis and isolated to the defective integrated circuit (ic), which drained the battery prematurely and resulting in the reported event.